Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. The data log was attempted to downloaded and reviewed; and failed. A functional test was attempted, but it could not be completed. The receiver case was opened for an internal visual inspection, and failed due to moisture damage. The battery of the receiver was dead. Battery voltage measured= 0.0001v. The reported event that the receiver ceased to function was confirmed due to receiver battery was defective. The root cause was determined to be a defective battery.